Manufacturer narrative:
H6: ventec downloaded the device's electronic records (system logs) for analysis and was able to confirm two instances of reboot/abnormal power on events, confirming the reported issue. Ventec observed that the only alarms present shortly before the reboot events were battery use alarms, which were due to no external power being connected to the device. No other discrepancies were observed. The device was then evaluated by ventec where the reported issue of it unexpectedly powering off by itself could not be duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device alarmed and then unexpectedly powered off by itself during use. There was patient involvement associated with the reported event. The reporter advised that there was no harm to the patient as a result of the reported issue.